Manufacturer narrative:
Device was initially received for the complaint that the pump experienced continuous force sensor errors. During investigation found the out of calibration force sensor. This malfunction makes the event reportable. Review of event log/alarm history found confirming the customers complaint. During 12-month service history found it was previously repaired in february of 2025. The visual and functional testing was performed. The complaint was verified and the alarm history was reviewed. The pumps force sensor was out of calibration and recalibrated. The pump was recalibrated and tested passing all performance verification testing.

Event description:
It was reported that during testing, the pump experienced continuous force sensor errors. During investigation found the out of calibration force sensor. This malfunction makes the event reportable. There were no patient involvement and no patient harm.